Event description:
The report received from the study indicated that approx one-year after the index procedure, a staged percutaneous coronary intervention (pci) procedure was done on a chronic occlusion in the circumflex that was a non-target vessel. Review of the database info indicated that during the index procedure, a dissection occurred after implantation of a cypher select plus 2.5 x 18 mm stent in the second diagonal target lesion. The dissection was treated by implantation of a 2.25 x 18 mm stent at 20 atm. Additional info was requested, but is not available at the time of this report.

Manufacturer narrative:
The indication for the index procedure was stable angina/ECG stress test/nuclear scan. The pt was reported to have three-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The pt's pre-procedure cardiac enzymes were elevated. The pt had a total of three cypher select plus stents implanted during the index procedure. The target lesion was the second diagonal. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 15 mm length, a 90% stenosis, irregular, excessive tortuosity, location in a severe bend point (=>90 degrees), and type c. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 10 atm. A cypher select plus 2.5 x 18 mm stent (stent #1) was implanted electively at 20 atm. The stent was post-dilated with a 2.5 x 10 m balloon at 10 atm. The residual stenosis was 0%. A satisfactory result was not obtained. A cypher select plus 2.25 x 18 mm stent (stent #2) was implanted at 20 atm due to the dissection. The stent was not post-dilated and a satisfactory result was obtained. A cypher 2.5 x 8 mm stent (stent #3) was electively implanted at 20 atm. The stent was post-dilated with a 2.5 x 10 mm balloon at 10 atm. A satisfactory result was obtained. The three stents were implanted in overlapping fashion. The timi flows were not provided. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was discharged the day after the procedure. At the one and twelve-month follow-ups, the pt was asymptomatic and was continuing his medical regimen. At the six-month follow-up, the pt was experiencing angina and was continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 day upon receipt.